Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional relevant information becomes available.

Event description:
The customer reported that the high-definition 3cmos autoclavable camera head has no video image present. The problem was found during maintenance. No patient involvement was reported.

Event description:
This supplemental report was submitted to provide the results of the investigation.

Manufacturer narrative:
The returned device was evaluated, and the user's allegation was not confirmed. There was no issue of no image discovered during inspection. The device evaluation identified the scope failed the air/water leak test due to a crack on the video connector. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. However, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation. Olympus will continue to monitor field performance for this device.